Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is (B)(4). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Through follow up communication, livanova (B)(4) learned that the 3t device is cleaned regularly per the instruction for use, is placed inside the operation theater during use with the fan pointing away from operation field at an estimated distance between the surgery field and the device of two meters. Corrective actions are in progress for this issue. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was tested positive for a legionella species. The laboratory report confirming the contamination has been provided. There is no known patient involvement.